Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Patient was unable to identify device issue, therefore a more specific code could not be selected.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the sensor was not working. The sensor was inserted at the arm on (B)(6) 2018. No additional event or patient information is available. Data has been received but not yet evaluated. A follow-up report will be submitted upon completion. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.